Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The inserts was inspected and found to be 90% clogged. The insert was not tested for temperature due to being 90% clogged. After testing the insert was found to have plastic flash clogging the insert. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # 6112 (cal date (B)(6) 2016 - cal due (B)(6) 2017). In conclusion the complaint for the insert getting hot has failed for having no water flow caused by flash debris.

Event description:
While using a 30k fsi-sli-1000 insert, the insert was heating up; no injury resulted.